Manufacturer narrative:
The field service engineer determined the sample mechanism slider was worn. The slider was replaced. Sample mechanism alignments were performed. The customer ran calibration and controls successfully. Calibration signals for the last calibration performed on 24-aug-2019 were acceptable. Quality controls were within range on the day of the event. The sample centrifugation speed did not appear to be appropriate for the tube type. Upon review of the alarm trace, no relevant alarms occurred at the time the sample was processed, but abnormal probe aspiration alarms occurred around the time of the event. The investigation determined the service actions resolved the issue. Component code - device subassembly = sample mechanism.

Event description:
The initial reporter stated that they received questionable results for an unspecified number of patients tested for multiple assays on the cobas 6000 c (501) module. The issue involved samples from babies tested in microcups. Data was provided for two patients and of these, one had a discrepant result for gluc3 glucose hk gen.3. No incorrect results were reported outside of the laboratory. The sample initially resulted with a glucose value of 2 mg/dl, repeating as 81 mg/dl. The repeat result was believed to be correct. The glucose reagent lot number was 39929101, with an expiration date of 30-jun-2020.